Manufacturer narrative:
A partial lead with the distal tip measuring 48.2cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 12.7-15.6cm from the distal tip. Internal insulation abrasion was noted at 24.8-25.3cm and 32.8-33.1cm from the distal tip.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under fluoroscopy. The electrical function of the lead was normal. The lead was explanted and the patient was stable post procedure.